Event description:
It was reported that the ventilator was manually switched to standby for suctioning purpose. Patient circuit was reconnected after the procedure but the ventilator was not re-activated by the user. There was no allegation from the user facility that a ventilator malfunction in some way could cause the incident. Desaturation to unknown level. The final patient outcome is unknown. Ref # (B)(4).

Manufacturer narrative:
It was reported that the ventilator was manually switched to standby for suctioning purpose. Patient circuit was reconnected after the procedure but the ventilator was not re-activated by the user. There was no allegation from the user facility that a ventilator malfunction in some way could cause the incident. Desaturation to unknown level. The final patient outcome no harm. When the ventilator is in standby mode, the screen clearly displays ¿standby, patient not ventilated,¿ and no waveforms or measured values are shown. According to received information, the customer did not suspect the functionality of the involved ventilator. The customer was aware that when the servo-u is switched to standby, the ventilator will remain in standby mode until manually clicks ¿start ventilation¿ on the user interface. The reason why the customer did not start the ventilation after reconnecting the circuit was unknown. No ventilator logs were received. The conclusion is that there is no ventilator malfunction and the incident was due to use error.

Event description:
Manufacturer's ref.#: (B)(4).